Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged that the insulin pump was under delivering insulin. The customer¿s high blood glucose was 271 mg/dl. No harm requiring medical intervention was reported. The customer was treated with insulin pump and manual injection. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.